Event description:
During a ptca procedure in a mid rca lesion, the quantum maverick monorail balloon ruptured at 20 atms. (The number of inflations and to what atms is unknown.) The quantum maverick monorail balloon was removed and the procedure was successfully with another of the same device. No pt injuries or complications were reported. Pt status is listed as "okay".